Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implanted: (B)(6) 2014. (B)(4).

Event description:
The patient reported they were having angina like symptoms since the implant of their implantable pulse generator (ipg) device and lead system. They stated that adjustments had been made to their device in response to the symptoms during the six-week device check visit, however, the symptoms still persisted. The patient also reported that they were unable to walk and exercise as they had been able to prior. It was recommended the patient continue working with their physician regarding their symptoms. The device and leads remain in use. No patient complications have been reported as a result of this event.